Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there are problems with sample clotting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No samples or photos received. 185 retain samples were visually evaluated and all samples presented the additive inside the tube. 5 samples were sent to design center for clinical test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends clinical investigation: conclusion no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Bd will continue to monitor for additional complaints and emerging trends. This complaint is unconfirmed for clotting. Complaint investigation: unconfirmed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: there are "problems with sample clotting."

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there are "problems with sample clotting."

Manufacturer narrative:
The following fields have been updated with additional information: h.4 imdrf annex b grid : b01 - testing of actual/suspected device. H.6. Investigation summary: updated investigation after photo and videos received: material #: 360057; lot/batch #: 1334350. Bd received 1 photo and 2 videos for evaluation. In the photo and videos it is possible to observe the clotted blood inside the tube, because the tube is reversed and the blood is not fluid. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 185 retain samples were visually evaluated and all samples presented the additive inside the tube. Retain samples were additionally tested via a clinical study: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photo and videos only. All testing and analysis of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.